Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on (B)(6) 2018 resulted in defect found. Returned meter displays partial characters. Based on the result, the event was determined to be reportable. Final root cause- meter displays partial characters due to user mechanical stress. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer recieve the replacement product but is unable to speak at this moment.

Event description:
Consumer reported complaint for defective lcd display/partial characters. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer insert the strips in the meter and the meter is showing partial characters on the screen. Meter was replaced.